Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 8709sc catheter; 8637-20 neuro pump; and 8590-1 neuro accessory implanted on (B)(6) 2010. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had intermittently high thresholds and poor r wave sensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: a portion of the lead was returned in segments, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Correction: concomitant product: 6945-65 lead implanted on (B)(6) 2008.